Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 8, 2023. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and crushed in the lens case. Both haptics could be observed to be bent as well. The lens was cleaned and, lens damage could be identified, consistent with a lens that was crushed in the lens case. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified.

Manufacturer narrative:
Weight, ethnicity: information unknown/asku. Date of event: the exact date is unknown. The best estimate is between the implant and explant dates (B)(6) 2022 through (B)(6) 2023. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one other complaint was received for this production order. Conclusion: based on the investigation, no product deficiency was identified. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported the iol was explanted from the patient¿s right eye due to dysphotopsia. First identified during a post-operative exam. There were no complications such as a vitrectomy, sutures or incision enlargement. The procedure was completed successfully with a non jnj lens. The patient has fully recovered. No further information was provided.